Manufacturer narrative:
Surgery was performed (B)(6) 2019 and during removal of the implant, an active infection was identified deep within the surgical site. Physical removal of the infection from the area was attempted in order to proceed in placing the implant. The degree of risk for a surgical site infection is linked to the type of surgical wound, and then classified ranging from clean wounds to dirty wounds. Since there was a known infection present during the time of surgery, the wound is classified as a dirty wound. In most cases, an antibiotic can treat the infection and sometimes additional surgery or procedures may be required. According to our IFU our implants are contraindicated for areas of active infection. To conclude the internal investigation for this case, it has been confirmed that the contraindications specified in the instructions for use were not considered. Patient experienced pain, discomfort and abnormal sensation in the implant site due to an active infection and failing to follow postoperative instructions. (B)(6) 2019 the patient was informed by the public hospital of an active infection and that the implants will need removed. Treatment with antibiotics required. Routine bacterial endotoxin testing is performed on all batches before being released for distribution. All testing associated with this device is within the acceptance criteria. All validations and process controls for the device were found to be consistent and in the validated range.

Event description:
Patient underwent revision surgery to a left mandibular implant. The surgeon noted an active infection intra-operatively and attempted to remove and clean the infected soft tissue. The surgeon proceeded with the surgery to replace the left mandibular implant. Placing the implant in an area of known active infection. (B)(6) 2019, patient reported to a public hospital in (B)(6) where severe infection was found in the left mandibular implant. Patient underwent immediate removal of the implant.